Manufacturer narrative:
Per tandem¿s t:slim x2 user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge intermittently displayed multiple, inaccurate fill estimates of 105 units. Reportedly, the cartridge was filled with over 300 units of insulin. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support. Blood glucose level was 269 mg/dl.